Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, product type lead section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, (B)(6) (hcp): hcp looking to verify trial system was fully explanted., hcp noted they have medical notes indicating that they pt had a "failed scs trial due to leads not advancing". Hcp had no further detail to provide. Redirected to hcp to verify explant info.